Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. Insulation damage was suspected but was not confirmed visually. Noise could be reproduced with provocative testing. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.